Manufacturer narrative:
A ge service representative performed an on site investigation. The connection between ps2 and the camera was found to be loose, this was corrected during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a communication failure between cascs. No patient injury was reported.